Event description:
The customer reported, the system could not complete boot up. No p injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable connector on the monitor cart. The system operates as intended.